Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No blank display noted. No damage found on the lcd isolation tape noted. No unexpected numbers scrolling noted. No unexpected a21 alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests also, passed a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive, the display went blank, and multiple unexpected restart alarms occurred. Customer also reported that numbers were scrolling on the screen. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 250 mg/dl. Blood glucose level at the time of the call was 300 mg/dl, which was treated with a manual injection. Customer reported that the high blood glucose levels were due to stress. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.